Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking from odd numbered ports and precipitation was observed around the individual valves. This was observed at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 10, 2021 - november 11, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.